Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral artery (sfa). It was reported that during the procedure, a balloon catheter could not be removed from a 6f terumo sheath due to significant resistance. Upon removal, the balloon as well as a marker band detached from the catheter. It took several hours to retrieve the detached balloon using a snare. Additional information provided revealed that the representative confirmed that despite the prolonged retrieval process, the patient showed no signs of distress. The detached balloon fragment traveled downwards into the superficial femoral artery (sfa). Various tools were used to retrieve the balloon, including a penumbra thrombectomy device, 3.3 f alligator forceps, urology tools, fogarty catheters, and multiple snares. The patient was not admitted for an extended hospital stay and was discharged per hospital protocol.

Manufacturer narrative:
The device was returned to shockwave medical for investigation. The device arrived with multiple kinks along its length, with the balloon and distal marker band detached and missing. The inner member was detached distal to emitter #5, and the outer shaft was stretched and pulled over the inner member and emitter subassembly. All the emitters showed signs of being fired. Based on the investigation, the detachment was confirmed, with the catheter damaged and detached at the inner member and outer shaft. The balloon, distal soft tip, and sections of the outer shaft and inner member were not returned. The exact root cause could not be identified; however, applying force to remove it could have caused the detachment. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.